Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation a catheter was received. The tube had a strong kink at 35 cm from the tip of the catheter. The helix was found broken at 34 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported helix broken as the helix was found broken at the tip of the catheter. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the helix was allegedly broken. It was further reported that the helix allegedly detached inside the patient's body. Reportedly, broken device removed through the bypass surgery. The current status of the patient was unknown.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the helix was allegedly broken. It was further reported that the helix allegedly detached inside the patients body. Reportedly, broken device removed through the bypass surgery. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: d2b (mcw; dqx). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.